Event description:
Haptic of the intraocular lens detached during surgery. Doctor explanted lens from eye and implanted a 2nd iol with no issues. Doctor expects no surgery-related problems. Exact cause of incident not possible to be determined, so it is not possible to rule out a lens malfunction. While pt does not appear to have suffered any apparent injury, it is possible that an injury could result if the problem were to recur.